Event description:
Patient was revised to address undersizing of tibial tray, which caused loosening and subsidence. (Left knee)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot was not provided. The investigation could not draw any conclusions regarding the reported event; however, the initial reporting stated the tibial tray was undersized at the primary surgery and was a contributing factor to the subsidence and loosening. Additional provided information stated it was not suspected that the device failed to meet specifications or contributed to the reported event. Based on the inability to identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.